Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as 2134265-2018-06379 and 2134265-2018-06560. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to perform automatic pullback. However, it was noted that the system did not start up. Subsequently, it froze during pullback. The device was shutdown forcefully and after turning it on, an error message of "ntldr is missing" appeared. No patient complications were reported.